Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. Additionally, it was reported that another cartridge alarm occurred multiple times. Reportedly, the pump was within the allowable operating altitude range at the time of this alarm. A replacement pump was sent to resolve the issues. Customer¿s blood glucose level was 386 mg/dl.